Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer's blood glucose level was 44 mg/dl at the time of the incident and was treated with juice. The customer stated that they were inserting a new sensor and the sensor connection option was not available. The customer was assisted with troubleshooting. The device will not be returned for analysis.